Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between january 17-19, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed the device containing fluid inside the dev ice's bottle; however, the photo of the sample did not show evidence of rupture from the device's bladder. The device's film-wrap was missing and as a result, fluid would immediately leak inside the device bottle during fill. The reported condition was verified. The cause was due to misassembling related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured during filling. There was no patient involvement. No additional information is available.